Manufacturer narrative:
A beckman coulter customer technical service (cts), via telephone, resolved the issue by assisting customer with cleaning line 5 (lower port) to the vacuum isolator chamber. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported a leak in the probe from a coulter ac.t diff analyzer. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The instrument operator was wearing personal protective equipment consisting of a lab coat, gloves and eye protection during the event and no injury or exposure was reported. Beckman coulter customer technical service (cts) resolved the issue by assisting customer with cleaning lower port to the vacuum isolator chamber.